Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed the mainboard to be the root cause. The mainboard was replaced. A review of the event history log found a key stuck high priority alarm followed by loss of power. The device passed all functional tests after repair. The service history review had no indication that the complaint was related to a previous service within the review period.

Event description:
It was reported that system fault 46507 1610612741003, indicating a user interface error on four dates. Reporter stated the error was duplicated by leaving the pump to run at 30ml/hr for two and a half days. Per reporter, it started to alarm and go into a red screen with various numbers on it. Upon restarting the pump, it gives a ¿loss of power occurred while running¿ alarm. There was no reported patient involvement.

Manufacturer narrative:
E1: phone number extension "(B)(6)". H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.